Event description:
Event description guidant received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting noise, oversensing and pacing inhibition since implant the day before. A guidant sales representative was called to interrogate the device. All measurements were within normal limits and the noise could not be reproduced. The sales representative also had questions about recording of ventricular sensed events below the lower rate limit.